Event description:
It was reported that the ilet displayed alert 41 indicating an insulin absolute range error that persisted after three restarts, and a replacement ilet was arranged while the user used backup therapy with blood glucose reportedly unaffected. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem consistent with a mechanical issue identified during assessment. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.